Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. The reported complaint could not be verified. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Blood and solution was observed on the returned product. The lens was returned in a plastic bag that was inside another plastic bag. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts to obtain additional info have been made. Additional info has not been received. (B)(4).

Event description:
A surgeon reported a pt who presented with decreasing visual acuity about 8 years following intraocular lens (iol) implant surgery. The iol was noted to be clouded and a secondary surgery was performed to exchange it. The surgeon commented that macular and retinal issues were ruled out as contributing factors, as the pt's eye anatomy was noted to be normal.